Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). The reported product has been received by zimmer biomet. The investigation has not yet begun. Once the investigation has been completed, a follow-up MDR will be submitted. The following information is not known at the time of this report:

Event description:
It was reported that the internal connection universal placement driver tip (iipdtul) would not release the implant. Doctor indicated that it took a lot of effort to disengage the driver.the procedure was completed using the same device.there was no report of patient injury or significant delay in procedure.

Event description:
It was reported that the internal connection universal placement driver tip would not release the implant. Dr. Indicated that it took a lot of effort to disengage the driver. The procedure was completed using the same device. There was no report of patient injury or significant delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. 0001038806-2019-00141-1 has also been submitted. The following sections are being reported: it was reported that the internal connection universal placement driver tip would not release the implant. Dr. Indicated that it took a lot of effort to disengage the driver. The procedure was completed using the same device. There was no report of patient injury or significant delay in procedure. Date rec¿d by MFR: 30 apr 2019. The reported driver was returned for evaluation. Visual inspection identified minimal wear about the hex engagement feature, latchlock and gemlock. Functional testing revealed that the driver would engage and disengage with a mating implant. The reported condition of "the internal connection universal placement driver tip would not release the implant" was not confirmed. A device history record review for the reported driver could not be performed as the device lot is unknown. A complaint history review by item number for the reported driver was conducted dating back 12 months. The complaint history review revealed that there are no existing non conformances for the reported device. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.